Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: the product was not returned for evaluation. A visual inspection of the received two images were performed. Visual analysis of the images submitted for evaluation determined that an apparently detached two needle could be observed in the wrapper package, the image is not clear to determine the failure mode. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the needle removed from the patient? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain- no. Device return status?- sample received. Post evaluation and shipment rmao will be updated. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-04225, 2210968-2022-04226.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2022 and suture was used. During the procedure, the suture needle was removed from thread while using in the ot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/3/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one empty open overwrap packet, a paper lid, one winding former and two needle of product code w8556 were returned to ethicon for evaluation. The product code is double armed. Visual was performed on the retuned device. Upon visual inspection of the two needles, the swage and attachment area were noted to as expected and the needle still attached to suture. The end of suture pieces was observed cut appear to by use of surgical instrument. In addition, no issues related to pull off - suture needle were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.